Event description:
It was reported that a stent damage occurred. The 60% stenosed target lesion was located in moderately tortuous and moderately calcified anatomy. The lesion was pre-dilated. The 8.0-21 carotid wallstent was reported to be visibly broken at the distal end when it was removed from the box. The stent was not placed in the patient. There were no patient complications as a result of this event.